Event description:
It was reported that the physician could not place the implantable pacing lead in the superior vena cava (svc). When the lead was removed, the helix was extracted and bent. The helix had extracted without the physician turning the pin. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The lead was received with the helix distorted.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.